Event description:
Related to medical device manufacturer's report # 3004742232-2008-00017. It was reported that during an orbital atherectomy treatment procedure, the tip of the guide wire fractured and a portion remains in the patient's body. The physician had successfully completed his intervention in the distal post tibial (pt) artery, but decided to attempt additional intervention in the dorsalis pedis (dp) artery as well. He deferred use of fluoroscopy prior to advancing into the dp region and spun over the distal tip of the viperwire despite warnings to the contrary from the dsm. The tip of the guide wire fractured off into two pieces. One piece of the wire tip was successfully removed, but the other piece remains in the patient's foot. The physician had been cautioned not to advance further distally due to the risk of a wire fracture, but elected to proceed. A suggestion was made to attempt to snare the retained portion of wire, but the physician declined. He elected to performed balloon angioplasty and confirmed good flow with angiogram post-intervention.